Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient noticed leaking at the connection during a supply change. Upon inspection, no cracks, chips, or obvious damage were found on the cartridge, connector, or tubing, though some insulin was observed inside the chamber around the edge. The patient had connected the cartridge to the tubing outside of the ilet chamber. Education was provided regarding best practices and how connecting the cartridge outside the chamber could contribute to leaks. The patient understood and completed a full supply change with all new supplies, implementing the practice of inserting the cartridge into the chamber prior to connecting the tubing. Blood glucose levels were unaffected, and no assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.